Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented prior to procedure. The right ventricular lead was removed from the packaging and appeared to have human hair wrapped around the lead tip. The physician exchanged the lead for the procedure on (B)(6) 2019.

Manufacturer narrative:
A complete lead was returned in one piece measuring 64.5 cm with the soft stylet inserted and without the packaging for the reported event of human hair around the tip of the lead. Visual and x-ray examination found no anomalies aside from procedural damage. No conductor fractures or internal shorts were noted. The reported event was unconfirmed and the lead passed all quality control tests prior to distribution after review of the device history record.